Event description:
It was reported that a bd pyxis medbank user pulled two oxycodone and went to hit "next" and shut the door. The machine did not register that the medications were taken or that the door was shut. The user turned the machine off and on to fix the discrepancy as it was not recorded that the medications were removed.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device needed hard disk replacement due to failed windows updates. A field service engineer replaced hard disk drive and assisted medbank support in staging new hard drive to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.